Event description:
The customer reported that the insulin pump alarmed motor error during basal. The blood glucose reading was 185mg/dl. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test and alarmed motor error during the basic occlusion test as a result of a loose/protruded drive support disk. The motor tested ok. The device had cracked reservoir tube lip, cracked battery tube threads, and cracked display window corners.